Event description:
Unit failed on a patient. No patient injury occurred. O2 gas module had smoke coming from it and it smelled charred. An o2 gas alarm was displayed on the technical alarms. The unit was replaced by another ventilator. Ventilator settings are available. The unit is awaiting a new gas module.